Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a auto off alarm on the insulin pump. The customer's blood glucose level was 121 mg/dl. The customer was successfully assist in turning off the auto off alert after explaining the possibles uses of the alert to her. The customer stated that she did not purposely set the alert nor does she need the auto-off feature.